Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented to the clinic for a device change out procedure. It was noted that the left ventricular lead exhibited an insulation anomaly. The lead was capped. No additional information was available.